Event description:
Complainant alleged that while attempting to cardiovert (B)(6) year old male pt, the device failed to discharge via external paddles. Complainant indicated that the pt needed to receive anaesthesia again before the clinician was able to obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.